Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
On (B)(6) 2018 during routine follow up on an unrelated customer experience, the peritoneal dialysis nurse reported that the peritoneal dialysis patient was hospitalized for peritonitis after cloudy effluent was observed at the clinic. Follow up with the peritoneal dialysis nurse indicates that the patient was hospitalized on (B)(6) 2018 (actual hospitalization date is unclear). Cause of peritonitis is unspecified. There was no reported malfunction which may have contributed to the event. The patient reportedly has dementia and the patient¿s spouse performs the peritoneal dialysis treatments. The nurse indicated that a change in treatment modality (in center hemodialysis) is being considered for this patient. Additional information was solicited.

Manufacturer narrative:
A temporal relationship exists between the liberty select cycler/cycler cassette and the patient¿s hospitalization for gram negative bacteria (unknown organism) peritonitis. However, there have been no reported allegations of a liberty select cycler/cycler cassette malfunction that may have caused on contributed to the patient¿s peritonitis event. The pt. Has dementia rendering the pt. Dependent on his spouse to complete pd therapy which may be a related factor in this peritonitis event. Moreover, per the patient¿s pd nurse, the pt. Is not considered a suitable candidate for pd therapy. Currently, the exact etiology for the patient¿s peritonitis is unknown.